Event description:
It was reported that stent damage occurred. The target lesion was located in the descending artery (da). A 32x3.00 omega bare metal stent was selected and advanced to the target lesion but was unable to cross despite several attempts. It was found out that the stent had elevation of the stems making it impossible for stent implantation. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) and stent with a product pouch. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood on the device when received. The balloon was tightly folded with the stent secure on the balloon between the markerbands. There were multiple hypotube kinks. The sixth, seventh, eighth and ninth proximal rows of stent struts were bent, flared, stretched and overlapping. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the descending artery (da). A 32x3.00 omega bare metal stent was selected and advanced to the target lesion but was unable to cross despite several attempts. It was found out that the stent had elevation of the stems making it impossible for stent implantation. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.